Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The blood glucose level of the customer was 153 mg/dl at the time of incident. The customer stated that the insulin pump did not display insert battery alarm. The display did not return after insulin pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. (B)(4).